Manufacturer narrative:
The complaint kit and photographs were returned for evaluation. Review of the photographs verify the centrifuge bowl broke as blood splatter is seen on the walls of the centrifuge chamber. The photographs show the base of the centrifuge bowl is still contained within the bowl holder, indicating the outer bowl had separated from the bowl base. There are pieces of the outer centrifuge bowl still attached to the bowl base. Examination of the received kit confirmed the centrifuge bowl break as the centrifuge bowl was received in multiple pieces. Further examination of the centrifuge bowl verified the outer bowl and bowl base had separated, the separation occurred in the parent material of the outer bowl and not at the weld that connects the outer bowl to the bowl base. A material trace of the bowl assembly and its components used to build lot j330 found no related non-conformances. The device history record (DHR) review did not result in any related non-conformances and this kit lot passed all lot release testing. The root cause of the centrifuge bowl break was most likely due to a separation of the outer bowl and bowl base; however, the cause of the separation could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). P.t. (B)(6) 2021.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot j330 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot j330 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned photographs and kit s still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the centrifuge bowl broke during the buffy coat collection phase of the procedure when approximately 883 ml of whole blood was processed. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition. The customer returned the kit and photographs for investigation.